Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. A manual insulin injection was administered to address bg level.